Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheek with juvéderm® voluma¿ xc. The patient experienced a ¿vascular occlusion.¿ the patient was treated with 7 vials of hylenex. Event is ongoing.

Event description:
Additionally, the healthcare professional reported that the patient was injected 0.7 ml of juvéderm® voluma¿ xc. Upon retracting needle immediate ¿swelling and bleeding¿ occurred. After applying pressure to area, ¿a dusky color¿ was noted around the area. Cap refill was sluggish to the area of duskiness. Due to suspected ¿vascular occlusion¿ the injection was immediately stopped and a warm compress was applied and 3 vials of hylenex was administered into the area followed by vigorous massage. Warm compresses were reapplied x 30 minutes along with aspirin 325 mg, 1 tablet. The event was reassessed half an hour later, the site still appeared dusky and cap refill improved <3 seconds. An additional vial of hylenex was administered and warm compress was reapplied. The patient experienced ¿soreness and pressure to the area¿ where swelling was present. During reassessment 15 minutes later, ¿bruising¿ was present near the left eye, away from the injection site, but the dusky discoloration improved. However, discoloration also starting to present to submalar cheek towards jaw. A fifth vial of hylenex was administered followed by vigorous massage and warm compress. The event improved after 15 minutes, and arnica gel was given. The patient returned later in the day and was treated with another vial of hylenex along with another warm compress due to duskiness remaining. The patient was recommended hyperbaric chamber treatment x 3 days. The next day, the patient reported an overnight ¿headache¿ and that the pain improved with tylenol. The duskiness had upgraded to ¿purple color with good cap refill.¿ the patient was given another vial of hylenex and warm compress. The patient was also given a light stim x 15 minutes. The patient then went to their first hyperbaric chamber treatment. The next day, the patient reported ¿mild pain and soreness¿ to both cheeks, with the left side worse. The patient later reported ¿pain¿ the back of the neck on the right side and some ¿tingling¿ in the head. The patient was recommended tylenol and a warm compress. The patient had improvement 2 hours later. The next day, the patient reported a ¿bruise-like appearance with minimal pain.¿ the patient was told to check their capillary refill but never responded. The following day, the patient had improved coloring. The patient was put under redlight. Two days later, the patient was put on light stim x 20 minutes and was given arnica tablets. The patient had concern about the right cheek feeling ¿hard.¿ the patient was advised to let it sit. A week later, the bruising resolved minus a small purple spot to the lateral cheek that was attributed to the cannula, and ¿soreness on palpation¿ was noted. The patient was advised to wait another 2 weeks. The patient experienced ¿slight asymmetry¿ on the right side due to hylenex treatments. The patient was advised to add more volume but was hesitant. Event remains ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a5, b5, b7, h8.